Event description:
Additional information was reported that the patient's ins is nearing elective indicator removal (eri) and is needing replacement. The patient will be getting a replacement, and the rep noted their issues would be resolved at that time. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed several months ago that their ins is taking longer to charge. The patient also felt ¿zingers¿ that they described as ¿electrical shocks, almost¿ that only last a few minutes. The patient has been in serious pain and thinks something is wrong with the ins. The patient adjusted stimulation settings and said that for one program they decreased the amplitude to 0v but can still feel the stimulation ¿a lot¿. The patient had to decrease and increase amplitude for all of their other programs ¿significantly¿. They said two programs are ¿not hitting the right spot¿. The patient said their favorite program will work initially then stops working and that ¿it works but doesn¿t work quite as well¿. The patient had to increase the amplitude of their favorite program and stated they shouldn¿t have to increase it. The patient thinks ¿maybe something is out of place¿ due to the issue. The patient confirms they have not had any recent falls or trauma. No further complications were reported or are anticipated. See sr (B)(4) for additional information regarding similar complaints with a previous ins.